Event description:
Reportedly, during pt use, a 'device alert' alarm occurred and the device alert led and ventilation led was lit. The ventilator shut down soon after. The pt was manually ventilated and switched to another ventilator. There were no serious or negative health consequences to the pt.

Manufacturer narrative:
(B)(4).